Event description:
It was reported that during implant, when the helix was retracted the impedance was high and sensing was acceptable. When the helix was extended the impedance increased to a higher value and the sensing amplitude decreased to a low value. This phenomenon was reproducible when in the right ventricular septum; changing the lead position to the right ventricular apex resolved the problem. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.